Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a blank image. This event occurred during procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and in addition, reportable malfunctions were observed: damage to the cable unit causing rattling of the video connector. However, the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.